Manufacturer narrative:
Post tavr, the valve was in an acceptable and correct position at the intended site with mild pvl and trace central leak. Post procedure, the patient was extubated one day s/p procedure and the patient had intermittent heart block with rate into 30s. A permanent pacemaker was implanted two days post tavr which resolved the event. At the time of discharge, the patient was in good condition. The patient's discharge medications included, amlodipine, aspirin, clonidine, colace, flomax, hydralazine, hydrocortisone, lasix, levemir, levothyroxine, plavix, simvastatin, and tylenol. Per the IFU, arrhythmias are known complications associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, and bioprosthetic heart valves. Peri or post procedural arrhythmias (bradycardia in this case, not pre-existing) are common in patients with underlying cardiovascular disease. They can be exacerbated with standard peri-or post-operative medications, anesthesia, or instrumentation of the heart. In this case, the exact cause for the event is unknown; however, in addition to the procedure, the patient has multiple co-morbidities that could have caused or contributed to the reported event. No further actions are possible at this time.

Event description:
As reported via the clinical trial, the patient experienced bradycardia . The event was resolved by implanting a permanent pacemaker.